Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
No button error alarm was noted. The insulin pump had intermittent escape and act button response due to moisture damage on the keypad traces. The insulin pump broken battery tube threads, a broken reservoir tube lip, minor scratches on the display window, a missing end cap sticker and a scratched reservoir tube window.

Event description:
It was reported that the customer had a button error alarm on the insulin pump. The customer recalls no significant events leading to the alarm. The customer was advised that the insulin pump will need to be replaced. The customer was advised to discontinue use of the insulin pump and revert to a back up plan per healthcare provider instructions.